Event description:
The customer reported the coulter lh 500 hematology analyzer was failing controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015. The fse found that solenoid 30 was not actuating properly and was causing the controls to fail. The fse replaced solenoid 30, which repaired the failing controls. The repairs were verified per established procedures. (B)(4).